Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe s2 20ml 18ga 1-1/2in bd (B)(4) was damaged. The following information was provided by the initial reporter: due to acute erythroleukemia, on (B)(6) 2020, when the patient was preparing to draw the liquid medicine in the 38th bed of the department of hematology, he opened the outer package of the syringe and found that the 1ml syringe was broken, immediately stop using it and notify the head nurse to report to the warehouse for replacement of other similar products quality products. Does not affect the patient.

Manufacturer narrative:
H6: investigation summary. A device history record review was performed for provided lot number 1901168 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. As samples were unavailable for return, our quality team obtained twenty retained samples of the same lot number from the manufacturing facility for further evaluation. The retained samples were inspected and no defects were observed. H3 other text : see h.10.

Event description:
It was reported that syringe s2 20ml 18ga 1-1/2in bd china was damaged. The following information was provided by the initial reporter: due to acute erythroleukemia, on (B)(6) 2020, when the patient was preparing to draw the liquid medicine in the 38th bed of the department of hematology, he opened the outer package of the syringe and found that the 1ml syringe was broken, immediately stop using it and notify the head nurse to report to the warehouse for replacement of other similar products quality products. Does not affect the patient.